Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description: rn took out tubing and noticed a kink in top y-site, green clip backwards and tubing a bit short between left side of tubing and door. Would have had to stretch tubing so that the hard coupling would be outside the door to close. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Three photographs depicting the sample in the pump and being compared to another set. One used sample was returned from the facility for evaluation. The sample was visually evaluated, and it was noted when attached to the infusion pump the distal end of the pump segment with a free flow clamp was far too short and unable to close the pump door which would affect the function of the set. A visual evaluation was also performed on the photographs returned and it was noted that the tubing coupler was far too close to the distal end of the pump segment which would not allow the door of the pump to shut confirming the findings of the physical sample. Based on the investigation performed on the photographs and sample returned it was found that the reported defect of the tubing being too short was confirmed. B. Braun is taking additional measures to address concerns with short tubing length resulting in potential air-in-line alarms. Additional inspections have been put in place to increase the overall length of the tubing which is bonded to the silicone pumping segment to minimize any potential interference concerns. As a result of this occurrence, a formal awareness training session was conducted with all applicable personnel involved in the assembly and inspection of this product. The purpose of this training was to review the reported incident and to ensure all personnel understand and comply with the established assembly and inspection processes. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.